Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient was unable to charge the implantable neurostimulator because she can¿t connect to it using the implantable neurostimulator recharger. The patient has already tried turning the implantable neurostimulator recharger antenna dial and repositioning the antenna, but that did not resolve the issue. She tried to charge the implantable neurostimulator on (B)(6) 2017 and the implantable neurostimulator was ¿dead¿ on (B)(6) 2017. The last time that the patient was able to successfully recharge was sometime during the week prior to the report, but she didn¿t recharge the implantable neurostimulator to full. The patient was seeing the reposition antenna screen on the implantable neurostimulator recharger and the poor communication screen on the patient programmer. The patient noted that both the implant and the charging equipment get really hot when she charges for more than 1.5 hours per charging session. The muscles over the implant get tense when this happens. This has been occurring since implant. There were no furth ER complications reported.